Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, and not visible on returned device, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 425cc mentor smooth round moderate profile on both sides and was presented with breast implant deflation on her right side, and bilateral cutaneous contour deformity. As a result, the patient went under bilateral explantation and replacement with catalog number 3501685; serial number (B)(4) on the right side and with catalog number 3501685; serial number (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 01/16/2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and it was found with no apparent damage. No anomalies were observed. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).